Manufacturer narrative:
A product investigation was conducted. Investigation flow: damage. Visual inspection: the verse x25 inserter/tightener (p/n: 299704230, lot number: gm4815302) was received at us cq. Visual inspection of the complaint device showed the driving threads on the distal tip were stripped and rounded over. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection could be due to post-manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the driving threads on the distal tip were stripped and rounded over. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: a review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm4815302 was released in 2 batches. Batch1: lot qty of (B)(4) units were released on jun 22, 2017 with no discrepancies. Batch1: lot qty of (B)(4) units were released on jun13, 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from germany reports an event as follows: it was reported that on an unknown date, it was discovered that the tip of the inserter was stripped. The surgery was completed without delay. There was no patient consequence. This complaint involves one (1) device. This report is for (1) verse x25 inserter/tightener. This is report 2 of 2 for (B)(4).